Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 271 mg/dl. The customer delivered a manual injection to stabilize bg level. Subsequently, the customer reported to have experienced a bg level of 60 mg/dl. The customer ate candy to stabilize bg level. The customer stated low bg was due to overcorrecting for high bg. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.